Event description:
Additional information was received. The rep called to troubleshoot this system while on site. The central processing unit (cpu) was not getting power initially, technical services (ts) verified the connections, and the cpu connections between the legacy router and refresh cpu. There were no error leds on the uninterruptible power supply (ups), and the power led on the system would only illuminate momentarily before turning off. The rep connected the old ups and noted that the ethernet cable on the cpu was jammed. The rep exchanged the ethernet cable with one from the hospital. Then they noticed the monitor hdmi cable was in the incorrect port on the cpu. The rep placed the monitor hdmi cable in the correct port and the system functioned as intended. The rep connected to the new ups- keeping the ethernet cable being used from the hospital and the system would not power on again. It was noted that the ethernet cable that was jammed into the new ups.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the computer and hard drive were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r; product ID: 9735773, product ID: 9735787, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that on start up, the system loaded to a no video detected screen. Troubleshooting was done on this system. The manufacturer representative (rep) reseated the hdmi cable for the monitor on both ends with no change. Used the monitor softkeys to make sure set to hdmi. Grabbed a known working hdmi-dvi cable and plugged into bottom left dvi port on legacy computer and connected to monitor. No change, but unable to confirm if external hdmi toggled on in software. The rep to get known working hdmi cable and connect hdmi on back of computer with hdmi on back of monitor. The cd drive worked. The hdmi cord was reseated on the monitor and on the computer. Used another external hdmi cord and the system did not turn on. When computer comes on the medtronic screen comes. Connected from the back of the computer( hdmi) to a external monitor with no resolution. There was no patient involvement.

Manufacturer narrative:
H3, h6) the product ID: 9735773, lot number: 1950, was returned to the manufacturer for analysis on 2024-10-17. In summary, no faults were found. The battery was tested (51.46 volts (v)) with a known good uninterruptible power supply (ups) for a 24 hour period and tested with no issues. The ups was then unplugged from alternating current (ac) power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6) the product ID: 9735787, lot number: 24290012, was returned to the manufacturer for analysis on 2024-10-16. In summary, no faults were found. The ups was tested with a known good battery for a 24 hour period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. H3, h6) the product ID: 9735786, lot number: 1949d00734, was returned to the manufacturer for analysis on 2024-10-16. The computer powered up when power was applied but did not receive an image to the monitor due to a bad graphics card failure on multiple ports. Therefore, the analyst was unable to test all other functions of the computer. Previously reported codes b01 and d02 are applicable as well as newly reported code, c13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.